Manufacturer narrative:
Patient identifier: the full patient identifier is (B)(6). Age, sex, weight and ethnicity: the customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. In conclusion, use error is the likely cause of this event as the sample probe was dirty.

Event description:
The customer contacted beckman coulter (bci) to report obtaining an erroneously elevated troponin I (access accutni+3) result for one (1) patient on the laboratory's unicel dxi 600 access immunoassay system serial number (B)(4). The customer initially obtained an access accutni+3 result above the assay's normal reference range. The patient was redrawn three (3) hours later and a result within the assay's normal reference range was obtained. The first result was then questioned due to the discrepancy. There was a change in the patient's care/management as they were administered heparin due to the initial, elevated access accutni+3 result obtained. There was no report of death associated with this event. Quality controls were performing within the customer's established ranges. However, system check failed the unwashed portion at 22% (reference range is 0-2%). No other system performance indicator data was supplied. There were no reports of issues with hardware or other assays. Five (5) other patients also exhibited erroneous results however there was no change to patient treatment for those five (5) patients. The patient's sample was collected in a lithium heparin plasma tube which was then centrifuged for six (6) minutes at 3,000 rpm on the automation line. There were no allegations of sample handling issues associated with this event.